Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast reconstruction with two 600cc mentor memorygel breast implants and experienced bilateral device migration resulting in a device extrusion on the right side post-operatively which required surgical intervention. As a result, the patient underwent removal and replacement of the right-side device with mentor memorygel breast implant 550cc, catalog# 3505504bc, serial# (B)(4) on (B)(6) 2019. This report is for the left side device. This report contains supplemental information for mentor psr reference number (B)(4).